Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user: date: (B)(6) 2013; inratio: 1.2, 2.9; mean: 2.05; sd: 1.20; %cv: 58.64. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio: 1.2, 2.9; reference: 2.4; mean: 2.17; confidence limits: 1.2 - 3.1. The mean of the inratio meter and comparative system inr was calculated. One of the inratio values falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing performed on reported lot 306129 on (B)(4) 2013 yielded the following results: donor: (B)(4); inratio: 2.5, 2.5, 2.5; reference: 3.08; bias threshold: 2.08 - 4.08; %cv: 0.00. Donor: (B)(4); 2.6, 2.6, 2.6; 2.23; 1.23 - 3.23; 0.00. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #306129, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.2 and 2.9, laboratory inr: 2.4. All tests were performed within minutes of each other. The caller did not perform the test and was unable to provide information related to the technique or patient. There was no reported adverse patient sequela. There was no additional information provided.